Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose three weeks ago and went to the hospital with the blood glucose of 942 mg/dl. The customer¿s blood glucose at the time of incident was 280 mg/dl. The customer experienced the symptoms related to the high blood glucose such as nausea and extreme weakness. Customer will contact healthcare professional to get help controlling blood glucose then call back to do perform troubleshooting. The insulin pump will not be returned for analysis.